Event description:
Rptr had chronic pain and back problems. After several tests, dr determined l-4 and l-5 vertebrae were protruding inward causing curvature of spine and recommended and stressed that 2 plates and eight screws with fusion would solve the problem. Surgery done on 9/11/86 took 9 hours. Went back to work 1/87 and everything seemed ok. During routine checkup in 6/87 they found multiple broken screws on x-ray. Second surgery done on 8/3/87 to correct problem. Both plates and all screws were removed. Three screws were broken, 2 were removed. One broken screw remains in right hip. This surgery took 10 hours. In body cast for 8 weeks. On full disability 2 years. Employer refused to accept rptr back to work. To this date rptr is still unable to get full time job.